Event description:
N/a

Manufacturer narrative:
An event of complete arrhythmia and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that prior to the procedure, the patient was presented with a first-degree heart block and sick sinus syndrome. The navitor valve was successfully implanted with final implant depth of 2mm. The patient went into and remained in complete heart block following the implant. The patient was reported to have previous conduction disturbances, including bradycardia and left bundle branch block (lbbb). It was indicated that there was calcification extending beneath the aortic annular plane in the interventricular septum. Later on, a permanent pacemaker was implanted due to sick sinus syndrome that was confirmed to be pre-existing. The patient is reported to be stable. Based on the available information, the root cause of the reported incidents could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant, using small flexnav delivery system. Prior to the procedure, the patient was presented with a first-degree heart block and sick sinus syndrome. The navitor valve was successfully implanted with final implant depth of 2mm. The patient went into and remained in complete heart block following the implant. The patient was reported to have previous conduction disturbances, including bradycardia and left bundle branch block (lbbb). It was indicated that there was calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2023, a permanent pacemaker was implanted due to sick sinus syndrome that was confirmed to be pre-existing. The patient is reported to be stable. The patient had a prolonged hospital stay for monitoring of rhythm.